Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. A surgical procedure was performed, during which fluid loss caused by a hole in the system was noted. All components were removed and replaced. No patient complications were reported.